Manufacturer narrative:
A steris service technician inspected the table and found that it was tilted to the left and would not articulate to a level position. The technician articulated all other table movements and functions and found them to be fully operational. The technician replaced the table valve assembly that regulates articulation of the table, tested the table and returned it to service. No further issues have been reported with this equipment. A review of manufacturing records and installation details show no issues with the table or valve assembly. This is considered to be an isolated event.

Event description:
The user facility reported that at the end of a patient procedure the surgical table was tilted to the left and would not return to a level position when commanded to do so. The procedure was completed and the patient was successfully transferred to a stretcher. No injury was reported to either the patient or the hospital staff.